Manufacturer narrative:
The console was rec'd at the manufacturer for evaluation, and the reported condition of the device being involved in a fire was visually confirmed. Based on the investigation details, a possible cause was problems with the bezel and internal components. The front panel had signs of customer neglect. Service replaced the damaged parts and performed preventive maintenance and a clean, lube, and adjust. A f/u report will be submitted if the final results of the quality investigation require one.

Event description:
It was reported that the console created an electrical fire during a surgical procedure. The case was successfully completed with another device. There were no adverse consequences reported as a result of this event.